Event description:
It was reported that an inability to resheath the filters prior to removal occurred. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure. The sentinel cps was advanced into position and the proximal filter and distal filters were successfully deployed. Upon completion of the tavr procedure, the proximal and distal filters could not be recaptured into the catheter. The sentinel cps and sheath were removed from the patient with the filters still in the deployed state. No patient complications were reported.